Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient's sensor adhesion patch was failing. Patient's mother stated that patient used tegaderm to assist in sensor patch adhesion. Patient's mother stated that patient began to experience itching at patch adhesion site where tegaderm had been used. Upon adhesion patch removal, patient found rash and redness. Patient's mother stated that she suspects rash will cause scarring. Patient's mother stated that the reaction was caused by the tegaderm, and not by the dexcom device. No medical intervention was necessary. At the time of the call, patient's mother reported that patient was healing.